Event description:
Please be advised that while investigating an event involving one of our products, bwi noted a potential adverse event regarding a non-bwi product. It was reported that after the procedure was completed, the physician did not notice any pericardial effusion post procedure. While the patient was in the recovery area, the patient's blood pressure began to drop. Ultrasound was used to view the pericardial space and a pericardial effusion was seen. Pericardiocentesis was performed and approximately 100 ml's was removed. The reporter believed the patient was in stable condition. Boston scientific pulsed field ablation (pfa) system in use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).